Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that approximately two weeks post implant, they removed the tape over their incision site and stated that "they noticed the device sticks out a quarter through the skin." Patient also noted that the outline of the device can be felt, with one  sitting higher than the other. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.